Event description:
It was reported that the customer had a high blood glucose reading of 450 mg/dl. The customer stated that he had performed a bolus before eating, and now after having eaten, the blood glucose was higher than before. He declined troubleshooting for the high blood glucose because he was at work. Advised the customer that if the blood glucose continued to rise, to revert to treatment by manual injection. Advised the customer to call back for troubleshooting. The customer called back later regarding a low battery alarm, which was resolved upon replacement of the battery. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.